Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.

Event description:
Customer reported an antibiotic (flagyl 100ml) that was infusing backed up into the primary infusion bag. The nurse clamped the primary tubing using the distal roller clamp when it was noted the antibiotic was backing up. When the tubing was unclamped the solution continued to back flow. No pt harm or medical intervention was occurred. No further pt/event info was reported.